Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the device was tested using a test battery pack and pads by bench handling, power cycling, and functional stress testing with no failures observed. The device passed on/off current testing. Review of the device log did not see any critical errors. The main board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached electrodes. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.